Event description:
It was reported "pt underwent left total hip replacement in 2003. In 2003 pt flexed and twisted with resultant immediate left hip pain. Following 2 failed attempts at closed reduction, the pt underwent revision total hip replacement a day later.